Event description:
Report received of multiple incidents of spontaneous disconnection of an abbott extension set from an insyte peripheral arterial catheter. The extension set was connected to a peripheral arterial line when it disconnected. The nurses noted the disconnection, however the patients reportedly lost an unquantified amount of blood. The reported indicated this has occurred approximately once per month over the past six months. Although requested, no additional information was provided.